Event description:
It was reported that a spectrum infusion pump had constant close door messages. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported close door messages as a door not fully latched alarm. The alarm was caused by a loose link screw. The screws were replaced to correct this condition.